Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of constant alarms on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The mpu was powered on and began to alarm with no leds illuminated on the mpu. The mpu was opened, and the issue was isolated to the speaker printed circuit board (pcb). During further investigation, the speaker circuit boards were attempted to be isolated by disconnecting the wire connection. During the disconnection, the buzzer shut off and the issue resolved. The mpu was connected to a mock loop and was able to operate a pump with no alarms active. Alarms were deliberately induced in order to reproduce the event; however, the event was unable to be reproduced. The speakers functioned as intended. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. During the investigation there was an incidental finding of a small superficial cut in the patient cable that did not penetrate through the outer layer. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was plugged into the wall, once the patient was discharged, and the mpu started alarming immediately. They changed the batteries and changed to different outlets. A different black power cable was also tried and the mpu still alarmed and did not stop until it was unplugged. It was noted that there were no lights displayed while the device was making noise. It was noted that during the mpu exchange, the patient was connected to one battery still so there was no loss of power. The patient did not have any symptoms at the time of the event and no log files were provided.